Event description:
The patient presented to ER three days post procedure with shortness of breath, palpitations and found to be in atrial flutter with rapid ventricular rate. Amiodarone given for rate control and discharge is planned for (B)(6) 2023.

Manufacturer narrative:
Additional information: b5, g3. Correction: h6.

Event description:
(B)(6) 2023 - upon review of the file, it was determined that the patient was reshospitalized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported arrhythmia remains unknown.